Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should the sample be returned at a later date, a supplemental report will be submitted capturing the updated investigation results.

Event description:
A user facility biomedical technician (bmt) reported a blood leak that occurred toward the end of a patient¿s hemodialysis (hd) treatment, as their blood was being returned. The bmt stated there was a loose occlusion pin on the blood pump rotor which damaged the rotor housing. The bmt said the blood pump tubing was most likely ¿cut¿ by shavings from the damaged housing, and this triggered the blood leak. Blood was seen leaking externally on the front of the blood pump module. Additional details were obtained during follow up with a user facility registered nurse (rn) who was on the floor at the time of the event. The rn confirmed the reported event details. The rn stated there was also a transmembrane pressure (tmp) alarm that occurred in conjunction with the visible blood leak. After the blood leak was identified, the remainder of the patient¿s blood was returned, and the treatment was ended 10-15 minutes early. A fresenius (combi set) bloodline and a fresenius (optiflux) dialyzer were also used for the treatment. The damaged combi set was discarded after use. No visible slice (or other damage) was found on the bloodline tubing prior to its disposal. The rn confirmed there were no leaks during the prime, and there were no changes in the blood flow rate during the treatment. The patient¿s estimated blood loss (ebl) was 20 ml to 30 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient did not complete their treatment, but there were no adverse effects because of this. The machine was pulled from service following the event and the blood pump module was replaced. After the repair was completed, the machine passed functional testing and was returned to service. There have been no further issues. The damaged blood pump module was reportedly available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the blood pump module was returned to the manufacturer for physical evaluation. Deep scratch marks were found on the rotor housing of the blood pump module during visual inspection. The blood pump rotor had protruding occlusion pins which caused the deep scratch marks on the rotor housing. The rotor occlusion pins were not crimped. In addition, there were particles of metal shavings found along the face of the blood pump and blood pump door. The metal shavings were from the deep scratch marks. The blood pump was missing a tubing retaining clamp. Further inspection discovered the blood pump rotor to have a broken rotor cover and a missing tubing guide pin. One of the tubing guide pins was damaged with sharp edges. Possible signs of blood were identified on the damaged tubing guide pin. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.